Event description:
It was reported that a peritoneal dialysis (pd) patient is no longer doing pd therapy. The patient reported being in the hospital due to the removal of a pd port and treatments. The patient stated that while draining there would be pain. The patient would have to stop the drain process when pain and burning was felt. The patient also reported feeling pain during the fill process. A pd registered nurse (pdrn) confirmed that the hospitalization was a result of peritonitis. There is no additional information available about the patient¿s hospitalization, despite several follow-up attempts. However, there were no reported allegations that the peritonitis was due to any malfunctions/product deficiencies with fresenius products.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as received with reduced dwell simulated treatment was performed on the cycler and passed. The cycler underwent and passed a system air leak test, valve actuation test, teach pumps test, voltage verification check, and patient sensor calibration check. An internal visual inspection identified no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient is no longer doing pd therapy. The patient reported being in the hospital due to the removal of a pd port and treatments. The patient stated that while draining there would be pain. The patient would have to stop the drain process when pain and burning was felt. The patient also reported feeling pain during the fill process. A pd registered nurse (pdrn) confirmed that the hospitalization was a result of peritonitis. There is no additional information available about the patient¿s hospitalization, despite several follow-up attempts. However, there were no reported allegations that the peritonitis was due to any malfunctions/product deficiencies with fresenius products.